Event description:
Per the surgeon, there was a potential inaccuracy at the time of device registration during a lumbar fusion procedure. The surgeon felt uncertain about the accuracy of k-wires placement and took additional fluro shots to confirm position and noted suboptimal k-wire placement which was corrected. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
Per the surgeon, there was a potential inaccuracy at the time of device registration during a lumbar fusion procedure. The surgeon felt uncertain about the accuracy of k-wires placement and took additional fluro shots to confirm position and noted suboptimal k-wire placement which was corrected. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
Per the surgeon, there was a potential inaccuracy at the time of device registration during a lumbar fusion procedure. The surgeon felt uncertain about the accuracy of k-wires placement and took additional fluro shots to confirm position and noted suboptimal k-wire placement which was corrected. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Update: d9, h3, h6 . Device evaluation: follow-up report submitted to document the device was not available for evaluation.